Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01278. It was reported that the patient underwent medical imaging indicating that the patients leads had migrated. Patient underwent surgical intervention on 22feb2023 wherein the patients scs system was explanted. Patients system was not replaced due to medical complications. Patient may undergo surgery in the future to replace the explanted scs system.

Manufacturer narrative:
The event of a patient experiencing increased pain due to lead migration was reported to abbott. Xray confirmed the migration. During the revision, the patient had a full explant. Before they were able to add new leads ((B)(4)), the patient had medical complications and the case was aborted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.